Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition but cracked battery door and cracked right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and performed battery testing were performed. The customer's reported problem was confirmed. According to the investigation, the reported problem was caused by the customer physically damaged the ear clip and did not replace (as required by the tech manual) the pumps battery after two years of use. Service's replaced the pump ear clip, and battery pack and performed power up process and calibrated. Device passed all the functional test. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump had damaged ear clamp and motor drive off post. It was reported that there was no patient involvement.